Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient, the device restart/reboot itself multiple times. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was attributed to corrupted software as a result of a software upgrade. It was determined that the software was copied from a previously stored configuration into this device with newly loaded software. The internal memory was reformatted and the log was cleared to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.